Manufacturer narrative:
(B)(4). Manufacturing date from 08/22/2015 to 08/24/2015. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. A functional flow rate test was performed with flow rates within specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor underinfused. The total fill volume was 90ml and after 48 hours some drug remained in the bladder. The bladder was filled with fluorouracil and saline. There was no patient injury or medical intervention associated with this event. No additional information is available.